Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (200 mcg/ml, unknown lot number), morphine (10 mg/ml), clonidine (200 mcg/ml), and fentanyl (4000 mcg/ml) (unknown doses) in an implanted pump for non-malignant pain and degenerative disc disease. There were no reported concomitant medications. The error code ¿8286 - empty reservoir" was seen on the personal therapy manager (ptm). It was unknown when the error began or if the patient was due for a refill. The patient was not able receive a bolus due to the issue. It was unknown if the patient was due for a refill. The ptm indicated a refill date of (B)(6) 2016. The patient¿s last fill was approximately a week and a half ago. The date on the last fill slip was (B)(6) 2016; however, it was further reported the patient did not remember when she had her last fill. The patient was to follow up with her healthcare provider (hcp). The patient received a phone call from the doctor's office and wanted the patient to come in right away. It wa s further stated the patient had been in the hospital twice ((B)(6) 2016, second visit was (B)(6) 2016) due to being sick. The patient did not know if the hospitalization was pump related. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.